Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis event was unknown. The patient was being treated with unspecified antibiotics (doses, frequencies and routes of administration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient has not recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.